Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation. A software investigation has been initiated, although the investigation is still in progress.

Event description:
A medtronic representative reported that the imaging system prompted the user to press 'm' to calibrate motion. This reportedly occurred when the system was started up. The calibration procedure was completed and the issue was resolved. There was no patient present when this issue was identified.